Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and battery out limit. While troubleshooting for the low battery alarm, the customer received a failed battery test. Customer's blood glucose level was 130 mg/dl. The failed battery test alarm recurred after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all operating currents, and tested within specification range. The pump passed the off no power test. The pump was monitored and tested with no failed battery test or low battery alerts noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.